Event description:
It was reported that customer experienced multiple occlusion alarms over the past two months while using infusion set tru steel 6mm 60cm with novorapid insulin, and technical support could not verify alarm numbers in pump history. There was no reported impact to the customer¿s blood glucose level because caller declined to provide details. Customer resolved each event by changing infusion set and cartridge and then resuming insulin, while technical support advised contacting them during active occlusion and escalated recurring infusion set issues to clinical field team for further support, after which case was closed.